Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of bad bearings was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was missing parts in the front of the nose, due to a worn out nose tube. It was determined that this condition caused the snap ring to come off, allowing the parts to fall out. The assignable root cause of this condition was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the attachment device had bad bearings. During in-house engineering evaluation it was found that the device was missing parts in the front of the nose, due to a worn out nose tube. It was determined that the condition was caused the snap ring to come off, allowing the parts to fall out. This event did not occur during surgery. There was no delay to a scheduled surgical procedure due to the event as an unspecified spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.